Manufacturer narrative:
Importer complaint (B)(4).

Event description:
The heatlhcare professional reported injecting less than one syringe of form into the lips and marionette lines of a patient. Immediately following the injection, the patient had very hard, painful lumps. The lumps were treated with four (4) procedures to dissolve the product. There were no signs of vascular occlusion.